Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of received problem description and service report. During further investigation of the reported issue it was found that nozzle units were defective and needed to be replaced. No logs were provided to this complaint. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage, pressure transducer, safety valve, flow transducer and o2 sensor tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).